Manufacturer narrative:
Evaluation summary: as returned, the thumb pin is no longer secured with epoxy adhesive. Based on lot number, the device has a potential field age of approx 14 years. Thumb pins loosen as a result of the deterioration of the epoxy bond between the thumb pin and the inner shaft. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the instrument's thumb pin loosened.